Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the blue handle was not inserted all the way into the stop cock body blocking the flow of prime through the manifold. They discovered the issue and corrected it. There was no patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.